Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer blood glucose level was 283 mg/dl. Customer states the buttons are sticking and unresponsive. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and minor scratches on lcd window.